Manufacturer narrative:
B3: the event date is approximate. Device was returned and it report of "melted" was confirmed through visual inspection. Cause of overheated and melted is unknown at the time of this report.

Event description:
It was reported philips sonicare 3100 series powered toothbrush charger overheated and melted. No injury was reported by the consumer. Device was returned and it report of "melted" was confirmed through visual inspection.